Event description:
According to the complainant a patient underwent 5fu therapy on (B)(6) 2024 (4000 milligram (mg) per 400 milliliters (ml)) at 12:30 p.m. At the day hospital of the oncology clinic, chc zagreb, and the patient was discharged with a pump to home care. On (B)(6) 2024, the patient returned to disconnect the pump and informs the competent nurse that the therapy had expired on april 11. At 1 p.m. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number 400655327. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: d4 device returned to manufacturer. H4 device manfacturer date. Root cause analysis: final control flow rate report of affected batch 23f02ged71 was reviewed. Reviewed final control flow rate report, the average flow rate deviation from the nominal flow rate was between 4.41% and 8.75%. No abnormality was observed. Received 1 used and filled easypump ii lt 400-40-s-EU/sa with batch number 23f02ged71. As received condition, the received sample was unclamped, the patient connector is not connected to a wing cap. The received sample was weighed at 121.79g. The average weight of an unfilled easypump ii for this article is 115g and the retained volume should be 10ml. Therefore, the pump is emptied upon receiving. During visual inspection, white crystallize residue was found in the flow restrictor of the received sample. The pump was filled with solution. No solution was observed from the patient connector. The blockage of the sample was due to white crystallize residues. Therefore, further investigation to determine the flow rate was not possible. Fast flow rate as customer description could not be identified. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Summary of root cause analysis: fast flow rate as per customer description could not be determined due to blockage, therefore we consider this complaint as not confirmed. The blockage of the sample was due to white crystalize residues present in the flow restrictor area.